Manufacturer narrative:
Unable to prime during prime test and motor error alarm during the basic occlusion test due to moisture damage force sensor resistor. Motor passed motor test. Pump received with cracked reservoir tube lip, scratched lcd window, scratched case, cracked belt clip slot and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.